Event description:
It was reported that during a procedure, air leaked with a boo sound soon. A forceps or gauze was not inserted into the device. The outer seal was replaced with another one, but a boo sound was heard as well. As air did not leak when an instrument was inserted, the device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9kz5t expiration date: 08/2015 manufacturing date: 09/2010 (B)(4) leak failure (B)(4). The analysis results found that the device (c) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h90p60 expiration date: 02/2016 manufacturing date: 03/2011 (B)(4) leak failure (B)(4). The analysis results found that the device (d) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device d additional information: batch # h90d4a expiration date: 01/2016 manufacturing date: 02/2011 (B)(4). The analysis results found that the device (e) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device e additional information: batch # h90v5w expiration date: 03/2016 manufacturing date: 04/2011 (B)(4). The analysis results found that the device (f) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: batch # h90j4m expiration date: 02/2016 manufacturing date: 03/2011 (B)(4) leak failure (B)(4). The analysis results found that the device (g) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # h90u3z expiration date: 03/2016 manufacturing date: 04/2011 (B)(4) leak failure (B)(4). The analysis results found that the device (h) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device h additional information: batch # h9103w expiration date: 04/2016 manufacturing date: 05/2011 (B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.